Event description:
Customer reported that her doctor is requesting a written statement of what materials are contained in the device's adhesive tape. Customer has gotten off the system due to allergic reaction to the tape. She indicated she had to see a specialist and purchase medication. It took at least four weeks to clear the irritation at the infusion site.

Manufacturer narrative:
The product was not returned. We are unable to determine how the device contributed to this event. As no product lot number was specified, we were unable to review qualification records, which include sterility and pyrogenicity testing. The omnipod user's guide warns "do not use a pod if you are sensitive to or have allergies to acrylic adhesives or have fragile or easily damaged skin," and the omnipod website contains a document which lists barrier products which can help protect sensitive skin.